Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: a product investigation was conducted: investigation flow: damage. Visual inspection: the single-inner setscrew (p/n: 179702000, lot #: 278540) was returned and received at us cq. Upon visual inspection, the threads on the screw were peeled off/broken off the screw. No other issues were identified with the returned device. The device failure/defect is identified. Dimensional inspection: the dimensional inspection was not performed on the returned device due to post-manufacturing damage. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed. The threads were peeled. Hence confirming the allegation. Investigation conclusion: the complaint condition is confirmed for the single-inner setscrew (p/n: 179702000, lot #: 278540). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The patterns of peeling do not indicate a probable cause of failure. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the DHR of product code: 179702000; lot : 278540 was electronically reviewed and no non-conformances were observed during the manufacturing process. The product was released on: april 14, 2020 qty: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Analysis of third party data. The implant(s) was not returned and instead the investigation will be done based on the supplied image(s).the image(s) was reviewed and the complaint condition could be confirmed as the image provided shows the screw thread stripped off/broken off the screw. As the implant(s) was not returned an as received condition, dimensional inspection, material or drawing reviews are not applicable. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that the patient had a psf (posterior spinal fusion) in the lumbar spine treating asd (adult spinal deformity) on (B)(6) 2020. During the surgery, a set screw idly turned during final fixation. It was found that threads had come off. The surgeon confirmed that no fragments left in the patient's body. He confirmed it without the help of x-ray but thoroughly cleansed the lesion and checked the breakage circumstances. The procedure was delayed less than 30-minute surgical delay. Patient status is stable. Concomitant device reported: unknown tightener (part# unknown, lot# unknown, quantity unknown). Unknown rod (part# unknown, lot# unknown, quantity unknown). This complaint involves one (1) device. This report is for (1) straight pelvic osteotome 15mm. This is report 1 of 1 (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.